Event description:
During a pta treatment procedure, difficulty was encountered during withdrawal of the ultra thin balloon catheter through the 7 fr pinnacle introducer sheath. The pt was asymptomatic during this event. The lesion being treated was an 80% stenotic lesion in the subclavian artery. The physician used a .035" benston guide wire to cross the lesion. The ultra thin balloon was inflated two times to eight atms each time, and delfated fully but did not rewrap properly. The ultra thin balloon and the sheath were removed as one unit, and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'fine.'